Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the analyzer and verified the gear pump was within specifications. He adjusted the reaction plate. He found the bucket overfilled and a drop fell; he then performed dispensing adjustments. He performed ion-selective electrode checks with successful results. The samples were rechecked and no discrepancies were noted. The investigation determined the event was caused by a maintenance issue. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results from five patient samples tested on the cobas 4000 c311 stand alone system. The reporter stated they have recurring ion-selective electrode (ise) noise errors. The reporter was able to provide one example of a discrepant result. The initial results were not reported outside of the laboratory because the results did not agree with the clinical history of the patients. Sample 1 the initial result was 120 mmol/l. The repeat result was 160 mmol/l. Sample 2 the initial result was 167 mmol/l. The repeat result was 135 mmol/l. Sample 3 the initial result was 148 mmol/l. The repeat result was 119 mmol/l. Sample 4 the initial result was 164 mmol/l. The repeat result was 129 mmol/l. Sample 5 the initial result was 113 mmol/l. The repeat result was 144 mmol/l.